Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The patient did not exhibit any device-related patient symptom/condition.

Event description:
It was reported that during changing out of device, the patient had bleeding. Moreover, the patient claimed that the physician was pounding away the patient's heart with significant pain that caused the bleeding. Hence, a surgeon was needed to be called in to stop the bleeding. The device remains in service. No additional adverse patient effects were reported.